Event description:
Nellcor puritan bennett received info that suggested that the pt became disconnected from the ventilator and that the ventilator did not alarm. Several attempts have been made to contact the customer for more info.